Event description:
Litigation papers allege severe pain, a clicking sensation in her right groin and slightly elevated chromium and cobalt levels.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 6/25/2014 - medical records received. Patient revised to address metallosis. Upon revision, extremely scarred external rotators, brownish yellow fluid in the joint, and erosion of the pubic ramus was noted. The information received does not change the MDR decision. This complaint was updated on: 07/16/14.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd (B)(6) 2014 - litigation papers received. Litigation papers allege pain, discomfort, malaise, swelling, bone and tissue damage, and excessive metal ion levels. The stem and sleeve are being added to the complaint. The complaint was updated on: (B)(6) 2014.